Event description:
It was reported that the customer experienced a past blood glucose (bg) level of 50 mg/dl. Customer consumed glucose tablets and gave a glucagon shot to address bg level. Reportedly, the pump software functioned as intended and the system check identified that the customer requested and approved multiple user boluses; this action was followed by the low bg event. The customer understood and declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.